Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was involved in an automobile accident at the beginning of the year. Approximately one month later the pacing impedances of this rv lead started to increase and eventually became out of range and > 2000 ohms in the bipolar configuration. Also, noted was loss of capture and noise. In the unipolar configuration impedances and thresholds were normal. A fracture was suspected. Surgical intervention was performed and the lead was surgically abandoned and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.